Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for foreign matter with the incident lot was observed. The foreign matter could not be identified from the photo. The physical sample would be needed for further investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of foreign matter through CAPA#1329944. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® flashback blood collection needle experienced foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated "when opening the package, it was found that there was fm on the IV cannula."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® flashback blood collection needle experienced foreign matter on device cannula / needle or any fluid path component.the following information was provided by the initial reporter: translated to english. The customer stated "when opening the package, it was found that there was fm on the IV cannula."